Event description:
It was reported via phone call, that the customer received an off no power alarm. Customer's blood glucose level at the time 148 mg/dl. Troubleshooting occurred. Advised battery cap would be replaced. Advised to monitor the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.